Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that, the lid of the axsym troponin-I adv reagent pack is broken and not opening which causes the probe to crash. There was no impact to patient management reported.